Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which possibly resulted in the device marking atrial arrhythmias as terminated prematurely. The ra lead remains in use. No patient complications have been reported as a result of this event.